Manufacturer narrative:
(B)(6) 2015 11:11 am (gmt-5:00) added by (B)(6) ((B)(4)): a maquet field service technician (fst) visited the hospital and found that the electro hydraulic movements of the table did not work due to a defective hand control. The printed circuit board of the hand control was out of order. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the or table failed to work after patient had received a spinal anaesthetic and been transferred onto the or table. As result the patient was transferred to recovery. The surgery was postponed until a suitable table became available. No further clinical consequences were reported to maquet. (B)(4).